Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested. At the time of the report , the device remains implanted and is not available for analysis. Used to explain that that the physician planned to do the open procedure, however, the operation was postponed due to anesthetic complications. The physician is monitoring the patient.

Event description:
On unknown date in 2017, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (unknown/unknown). On (B)(6) 2022, in a conversation with the gore associate, the physician mentioned that he is planning to do the procedure to fix endotension related with the procedure in 2017. Reportedly, there was no obvious leak from the graft of accessory vessels. The physician was not sure if it was a porosity issue or if the patient had an underlying infection (code 1800-e: other/unknown ¿ the code was used to cover possible infection). On (B)(6) 2022, the physician planned to open the patient and review and either explant the device or keep the graft inside and clear the sac and secure the proximal seal and close. However, the operation was postponed due to anesthetic complications. Further information was requested.

Manufacturer narrative:
Additional information: b5: event description. H6 code 3221: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested but was not available. The device remains implanted and is not available for analysis. Code 4581 was used to explain the endoleak. Code 4650 was used to explain that the physician performed the exploratory surgery and reported that there was no problem with the device. The physician is monitoring the patient. Endotension and infection ruled out. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak.

Event description:
On unknown date in 2017, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (unknown/unknown). On march 11, 2022, in a conversation with the gore associate, the physician mentioned that he is planning to do the procedure to fix endotension related with the procedure in 2017. Reportedly, there was no obvious leak from the graft of accessory vessels. The physician was not sure if it was a porosity issue or if the patient had an underlying infection. On (B)(6) 2022, the physician planned to open the patient and review; and either explant the device or keep the graft inside; and clear the sac and secure the proximal seal, and close. However, the operation was postponed due to anesthetic complications. On (B)(6) 2022, the physician performed the exploratory surgery and reported that there was no problem with the graft insitu. The cause of the sac expanding was clearly defined as a type ii endoleak. When the physician opened the sac and removed the clot, it was found a lumbar vessel flowing. According to the physician, this vessel was not evident on any pre-op imaging cta or angiography. The physician was very firm in asserting that this was a type ii endoleak causing sac expansion. Endotension and infection ruled out. The patient recovered from surgery. There were no complications noted. The physician is monitoring the patient.